Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the second serial digital interface (sdi) port was not working properly; the sdi cord was switched out, and the was still a no image issue when the cord was moved. There was no patient harm associated with the event.